Event description:
The patient had a 20cm arrow pressure injectable central line (lot # 23f17b0736) placed. The following day, the patient became restless and while moving about in the bed, the central line came out unintentionally. Upon assessment of the line, slits were noted in each eyelets allowing sutures to slide out of the eyelets, therefore, the line wasn't secure. After the line had slid out, sutures were noted still intact in patient's skin. Pressure was applied, hemostasis was achieved within minutes, and no harm came to patient. A new quad-lumen cvc was placed as a result. The faulty device was reported to (B)(6) including the lot # of the device. (B)(6) also saved the faulty catheter to file a safety report with the manufacturer. This facility has had at least two other similar events with this device. In at least one previous case, the manufacturer was notified. Staff have not heard back from the manufacturer regarding the previous event reported to them. Manufacturer response for 20 cm quad lumen pressure injectable central venous catheter, arrow (per site reporter): I left a message with teleflex product quality complaints stating that we are having problems again.